Event description:
It was reported that a patient was implanted with a lead and it became infected. The physician explanted the lead and did not place an implantable neurostimulator (ins). The physician planned to implant again in the future once the infection was resolved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).